Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the ultra shear tip was broken (about the steer part of the jaw). The jaw was broken from the derive. The ultra shear fell into the patient's cavity and was difficult to locate. The piece was retrieved. Operative time was extended by more than 30 minutes.